Manufacturer narrative:
As reported, when a physician went to deploy a 5f mynxgrip vascular closure device (vcd), the sealant was not present when advancing the white tube, and it was still proximal. The black housing was also cracked with the sealant exposed. There was no reported patient injury. The vcd was used with a 5f 10 cm avanti sheath. Additional information was requested but not provided. The device was not returned for analysis; however, two pictures related to the reported failure were provided. The first picture shows the device inserted into the patient. The physician is holding the device near the distal section of the device. The advance tube is noted; however, the sealant is exposed through the shuttle tube. Blood residues were also noted in the sealant. The second picture shows a section of advance tube and shuttle tube; and the sealant is exposed through the slit of the shuttle tube. Blood residues were also noted in the sealant. No other anomalies of the product can be noticed at the attached pictures. The product history record (phr) review of lot f2300601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ and ¿component-component issue¿ were confirmed through analysis of the received pictures since the sealant was not delivered to the access site and the sealant was exposed through the shuttle side slit. However, the root cause of the failures reported by the customer could not be conclusively determined during picture evaluation. Based on the information available for review, it is difficult to determine what factors may have contributed to the issue noted with the sealant. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (the sealant showed exposure to blood), which can cause resistance during the shuttle deployment step and damages to the sealant if additional force is applied. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. Additionally, it was reported that the black housing had a crack at distal end. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a deployment issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the picture analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300601 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a physician went to deploy a 5f mynxgrip vascular closure device (vcd), the sealant was not present when advancing the white tube, and it was still proximal. The black housing was also cracked with the sealant exposed. There was no reported patient injury. The vcd was used with a 5f 10 cm avanti sheath. Additional information was requested but not provided. The device is not being returned for evaluation, however a photograph was provided for analysis.